Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-010-01-0340 - logic femoral ps cem right sz 4. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6), 200-02-35 - three peg patella 35mm.

Event description:
As reported via legal documentation, on 05-sep-2017, patient underwent a total right knee replacement surgery and was implanted with a now-recalled optetrak device. Following the surgery, the patient continues to experience popping, cracking, occasional weakness, and discomfort to his right knee, and intends to discuss possible right knee revision surgery with his orthopedic surgeon at his annual appointment. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d4, g3/g4, h4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.